Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated and low blood glucose levels. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.